Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested and the following was obtained: can you please clarify if any piece of the plastic cover that was "broke from shaft" (insulation on the shaft) during the operation was separated from the device? Yes it is. If yes, did it fall into the patient? No it does not fall into patient. If yes, was it retrieved? Na. If yes, will it be returning with the device for analysis? Yes we will it return for analysis.

Event description:
It was reported that during an unknown procedure, the plastic cover product was broke from shaft during operation. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9281k the analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged torn. In addition, the tyvek was returned along with the instrument. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.